Manufacturer narrative:
The monitor pcb was not returned to the product safety department from the field for a root cause analysis. Therefore, unable to isolate the cause of the pcb failure. Investigation concluded.

Event description:
Hosp reports that unit failed-to-cycle and displayed error code e11. No pt injury or adverse effect related to incident.